Event description:
It was reported that during a sacrospinous ligament fixation procedure, after deploying the suture through the ligament using the capio slim, when the suture was pulled through the ligament, it was noted the dart had disconnected from the suture. A c-arm was used to locate the dart, and the dart was successfully removed. Another suture was used to complete the procedure, and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. During media inspection, the customer provided a picture of the suture dart, which showed the dart that detached or separated from the suture. Based on the information available and analysis results, the reported event of "dart detachment" was confirmed. A conclusion code of cause not established was assigned to this investigation since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.